Event description:
An olympus field service engineer reported on behalf of a customer, the duodenovideoscope elevator wire was broken. The event occurred during maintenance. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the inside of light guide lens was dirty.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The forceps wire was completely cut off. In addition to evaluation in b5, due to damage on charge coupled device unit, foggy image occurred. The nozzle was deformed. The adhesive on the bending section cover was detached. The connecting tube had a scratch. Due to wear of angle wire, bending angle in down direction did not meet the standard value. Due to wear of angle wire, bending angle in right direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to wear of angle wire, the play of right/left knob was out of the standard value. The light guide cover glass had corrosion. The universal cord had buckling. The universal cord had a scratch. The control unit had a scratch. The grip had a dent. The suction cylinder was shaved. The switch button 1 had a pinhole. The light guide bundle had breakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see corrections to h6 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: - inspection of the endoscope. Olympus will continue to monitor field performance for this device.